Manufacturer narrative:
Additional information received regarding battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus twelve times between 02/17/2025 03:36:18.000 to 02/18/2025 23:56:06.000 in pump downloaded history. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, stained and faded serial number label, cracked keypad overlay, corroded battery tube, corroded motor home switch. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. Cosmetic damage at battery compartment was confirmed. However, pump received without batter cap, damaged battery cap was unable to verify. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced metal piece of the battery cap fell off, crack in the pump, insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed for battery cap damage and advised customer that the replacement battery cap will be sent. Troubleshooting was done for cosmetic damage and found that there was damage by the battery compartment. Troubleshooting was not performed for insulin flow block, as the it was resolved in the past. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-242a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.